Event description:
Device malfunction: suture pulled through the vessel. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture did not hold and pulled through the vessel. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.